Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and intermittent loss of capture. The patient experienced weakness and presented with a heart rate in the 20 beats per minute (bpm) range. The lead was tested, and certain movements would reproduce the loss of capture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.